Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: >7.5, lab: ng. Pt's therapeutic inr: 2.8 inr. Nurse stated that it took a while for them to get pt's bleeding under control after the venous draw and pt had a bruise on her elbow. Pt's coumadin dose was also held due to issues with controlling her bleeding.